Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign material probable root cause: foreign material left in the device: stains corrosion inadequate cleaning process environmental conditions dents scratches shipping damage the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.